Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menorrhagia ("excessive and abnormal bleeding during menstruation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 20227511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2017 surgical pathology report- clinical diagnosis and history- pelvic pain, uterine bleeding, pelvic endometriosis, and essure coil retained for risk management. Diagnosis- uterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy (uterine weight 157 gm). Cervix- chronic inflammation with focal squamous metaplasia. Endometrium-proliferative endometrium. Myometrium-myometrium. Serosa-no significant histopathologic findings. Right fallopian tube-no significant histopathologic findings. Metallic coil consistent with essure coil. (Gross examination only) left fallopian tube-para tubal cysts. Metallic coil consistent with essure coil (gross examination only). Concurrent conditions included menometrorrhagia, vulval itching, vulvovaginitis, morbid obesity, uterine bleeding, endometriosis externa, heavy periods, irregular menstruation and fuzzy. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to november 2010 for birth control, simvastatin for hyperlipidemia as well as oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2010, the patient experienced pelvic pain ("pain") and nausea ("nausea"). In january 2011, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss") and experienced bacterial vaginosis ("bacterial vaginosis numerous times/infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge and fatigue ("fatigue"). In june 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In january 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("dizziness") and anxiety ("anxiety"). The patient was treated with antibiotics, biotin, escitalopram oxalate (lexapro), gabapentin, hydrocodone, ibuprofen, naproxen, venlafaxine hydrochloride (effexor), surgery (ablation and hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy) and type of surgery: hysteroscopy, dilation & curettage. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dizziness, anxiety, headache and weight decreased outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, weight increased, depression, bacterial vaginosis, nausea, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bacterial vaginosis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: pelvis and endovaginal impression: the uterus and endometrial canal are grossly normal. The left ovary is obscured by bowel gas. The right ovary and the visualized adnexa are grossly normal. There is small cyst arising from the left ovary and the remainder of the left ovary is otherwise normal in appearance. Follow up sonography in a different point in a different menstrual cycle is recommended.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menorrhagia ("excessive and abnormal bleeding during menstruation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 20227511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, vulval itching, vulvovaginitis, morbid obesity, uterine bleeding, endometriosis externa and heavy periods. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to november 2010 for birth control and simvastatin for hyperlipidemia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain ("pain") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss") and experienced bacterial vaginosis ("bacterial vaginosis numerous times/infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("dizziness") and anxiety ("anxiety"). The patient was treated with biotin, escitalopram oxalate (lexapro), gabapentin, hydrocodone, ibuprofen, metronidazole (flagyl), naproxen, venlafaxine hydrochloride (effexor), surgery (ablation and hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy) and type of surgery: hysteroscopy, dilation & curettage. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dizziness, anxiety, headache and weight decreased outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, weight increased, depression, bacterial vaginosis, nausea, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bacterial vaginosis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: pelvis and endovaginal impression: the uterus and endometrial canal are grossly normal. The left ovary is obscured by bowel gas. The right ovary and the visualized adnexa are grossly normal. There is small cyst arising from the left ovary and the remainder of the left ovary is otherwise normal in appearance. Follow up sonography in a different point in a different menstrual cycle is recommended.. Most recent follow-up information incorporated above includes: on 12-nov-2018: medical record received:lot number and expiration date addded incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menorrhagia ("excessive and abnormal bleeding during menstruation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, vulval itching, vulvovaginitis, morbid obesity, uterine bleeding and endometriosis externa. Concomitant products included medroxyprogesterone (depo provera) since 2005 to november 2010 for birth control and simvastatin for hyperlipidemia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2010, the patient experienced pelvic pain ("pain") and nausea ("nausea"). In january 2011, the patient experienced weight increased ("weight gain"), bacterial vaginosis ("bacterial vaginosis numerous times/infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge, fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("dizziness") and anxiety ("anxiety"). The patient was treated with naproxen, hydrocodone, ibuprofen, biotin, gabapentin, metronidazole (flagyl), venlafaxine (effexor), escitalopram oxalate (lexapro), surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dizziness, anxiety, headache and weight decreased outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, weight increased, depression, bacterial vaginosis, nausea, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bacterial vaginosis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Concomitant medications and treatment drugs added. Events abnormal bleeding (vaginal), headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight loss, hair loss and abnormal bleeding (general) added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), menorrhagia ('excessive and abnormal bleeding during menstruation') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 20227511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2017 surgical pathology report- clinical diagnosis and history- pelvic pain, uterine bleeding, pelvic endometriosis, and essure coil retained for risk management. Diagnosis- uterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy (uterine weight 157 gm). Cervix- chronic inflammation with focal squamous metaplasia. Endometrium-proliferative endometrium. Myometrium-myometrium serosa-no significant histopathologic findings. Right fallopian tube-no significant histopathologic findings. Metallic coil consistent with essure coil. (Gross examination only). Left fallopian tube-para tubal cysts. Metallic coil consistent with essure coil (gross examination only). Concurrent conditions included menometrorrhagia, vulval itching, vulvovaginitis, morbid obesity, uterine bleeding, endometriosis externa, heavy periods, irregular menstruation and fuzzy. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2010 for birth control, simvastatin for hyperlipidemia as well as oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain ("pain") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss") and experienced bacterial vaginosis ("bacterial vaginosis numerous times/infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("dizziness"), anxiety ("anxiety") and sciatica ("sciatica nerve pain"). The patient was treated with antibiotics, biotin, escitalopram oxalate (lexapro), gabapentin, hydrocodone, ibuprofen, naproxen, sertraline hydrochloride (zoloft), venlafaxine hydrochloride (effexor), surgery (ablation and hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy) and type of surgery: hysteroscopy, dilation & curettage. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dizziness, anxiety, headache, weight decreased and sciatica outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, weight increased, depression, bacterial vaginosis, nausea, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bacterial vaginosis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, sciatica, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Date of application: (B)(6) 2007. Nature of claimed injury/disability: depression, anxiety, ptsd. Basis of your claim: could not work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: pelvis and endovaginal impression: the uterus and endometrial canal are grossly normal. The left ovary is obscured by bowel gas. The right ovary and the visualized adnexa are grossly normal. There is small cyst arising from the left ovary and the remainder of the left ovary is otherwise normal in appearance. Follow up sonography in a different point in a different menstrual cycle is recommended. Lot number: 20227511, manufacturing date: 2009/12, expiration date: 2012/12, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), menorrhagia ('excessive and abnormal bleeding during menstruation') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 20227511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2017 surgical pathology report- clinical diagnosis and history- pelvic pain, uterine bleeding, pelvic endometriosis, and essure coil retained for risk management. Diagnosis- uterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy (uterine weight 157 gm). Cervix- chronic inflammation with focal squamous metaplasia endometrium-proliferative endometrium. Myometrium-myometrium serosa-no significant histopathologic findings right fallopian tube-no significant histopathologic findings. Metallic coil consistent with essure coil (gross examination only) left fallopian tube-para tubal cysts. Metallic coil consistent with essure coil (gross examination only). Concurrent conditions included menometrorrhagia, vulval itching, vulvovaginitis, morbid obesity, uterine bleeding, endometriosis externa, heavy periods, irregular menstruation and fuzzy. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2010 for birth control, simvastatin for hyperlipidemia as well as oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain ("pain") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss") and experienced bacterial vaginosis ("bacterial vaginosis numerous times/infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("dizziness"), anxiety ("anxiety") and sciatica ("sciatica nerve pain"). The patient was treated with antibiotics, biotin, escitalopram oxalate (lexapro), gabapentin, hydrocodone, ibuprofen, naproxen, sertraline hydrochloride (zoloft), venlafaxine hydrochloride (effexor), surgery (ablation and hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy) and type of surgery: hysteroscopy, dilation & curettage. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dizziness, anxiety, headache, weight decreased and sciatica outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, weight increased, depression, bacterial vaginosis, nausea, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bacterial vaginosis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, sciatica, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Date of application: (B)(6) 2007. Nature of claimed injury/disability: depression, anxiety, ptsd basis of your claim: could not work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: pelvis and endovaginal impression: the uterus and endometrial canal are grossly normal. The left ovary is obscured by bowel gas. The right ovary and the visualized adnexa are grossly normal. There is small cyst arising from the left ovary and the remainder of the left ovary is otherwise normal in appearance. Follow up sonography in a different point in a different menstrual cycle is recommended.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media case: new event sciatica nerve pain was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("migraines"), dizziness ("dizziness"), weight increased ("weight gain"), anxiety ("anxiety"), depression ("depression") and bacterial vaginosis ("bacterial vaginosis numerous times"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, migraine, dizziness, weight increased, anxiety and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, anxiety, bacterial vaginosis, depression, dizziness, menorrhagia, migraine and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.